Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the plan was established successfully and at the registration stage, when trying to select the created plan, it became pending status and did not recover. The device was rebooted again, but the issue did not resolve. The procedure was completed without the use of the navigation system. There was no reported impact to patient outcome. It was unknown if the reported issue caused any delay.